Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance and high capture thresholds at multiple sites. The physician opted to remove and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.